Event description:
Compounder transfer set has tears in tubing that wraps around the pump mechanism (silastic tubing). This defect was noticed in two (2) sets of this lot. The area where the silastic tubing joins the plastic housing is where the tears occurred.